Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning occurred for low right ventricular (rv) lead pacing impedance. High pacing thresholds had also been observed. It was also reported that the patient's heart rate was lower than the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate and the patient was experiencing bradycardia requiring administration of medication. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning occurred for low right ventricular (rv) lead pacing impedance. High pacing thresholds had also been observed. It was also reported that the patient's heart rate was lower than the cardiac resynchronization therapy defibrillator's (crt-d) programmed lower rate and the patient was experiencing bradycardia. The lead and device remain in use. No further patient complications have been reported as a result of this event.